Event description:
It was reported that during right ventricular lead replacement, the atrial lead was damaged. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned in segments. No anomalies were found. There was blood/body fluid (not obstructed) on all conductors. The inner insulation was kinked/buckled as well as the inner tubing. There was cosmetic environmental stress cracking on the outer insulation along with a cosmetic cut. The outer insulation was also breached cut. A white substance was noted on the outer insulation as well as a cosmetic depression. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. The lead was stretched. Visual analysis noted there was apparent explant damage.